Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery will not hold charge was confirmed. The root cause of the reported issue is caused by internal battery failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, battery will not hold a charge. On (B)(6) 2020, sample evaluation found system randomly shut down on battery power.